Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was confirmed by review of photograph. Visual examination of the provided pictures identified signs of use and that the implant was fractured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right knee revision approximately twelve years post-implantation due to fracture of the tibial bearing. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D6a implant date: unknown date in 2011. D10 medical devices: oss tib blk aug 10x63/67 univ catalog#: 150426 lot#: 915790. Oss tib blk aug 10x63/67 univ catalog#: 150426 lot#: 264550. Oss reinforced yoke catalog#: 150493 lot#: 027350. Oss axle catalog#: 150480 lot#: 044050. Oss 3cm resurfacing femoral rt catalog#: 150350 lot#: 940990. Oss non-mod tib plate long 67 catalog#: 150420 lot#: 797070. Oss poly femoral bushings catalog#: 150477 lot#: 229680. Oss poly tibial bushing catalog#: 150476 lot#: 668090. Oss poly lock pin catalog#: 150478 lot#: 259160. Oss cmntd prox tib stem 11x150 catalog#: 150445 lot#: 098570. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.